Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the trigger magnet was stuck to the target on the ebox. This failure can potentially cause run condition on of the device.

Event description:
The device was returned to the manufacturer for preventative maintenance. During the repair, it was reported that the handpiece had a failure that could potentially cause run condition on of the device. There were no adverse consequences associated with this event.